Event description:
It was reported that error code 10 was seen on a patient's m106 generator and the patient hadn't felt stimulation in a while. At the previous appointment, , the generator checked out okay and everything was fine. Error code 10 indicates a burst watchdog timeout disablement. Follow-up determined that at the previous appointment, the patient's autostimulation output current was set to the same value as the magnet output current. Previous investigation has determined that certain m106 generator's have a firmware that can inappropriately lead to burstwatch dog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. This event is consistent with this determination. The generator's manufacturing history records were reviewed. The generator pass final functional and quality specifications prior to release. The patient's settings were corrected to no longer be susceptible to this issue. No further relevant information has been received to date.